Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) (B)(4) sent the device to a third-party laboratory for microbiological testing. As a result of the testing on (b)(64), 2021, the sample collected from the instrument channel of the device tested positive for enterococcus gallinarum (1 cfu/ml). As a result of the testing on (B)(6), 2021, no microbe was detected from the sample collected from all channels and the distal end of the device. The testing result cleared the (B)(6) guideline. After the additional microbiological testing, (B)(4) evaluated the subject device and confirmed as follows; -the light guide and ccd lens were cracked and porous. -the light transmission was too low. -the bending section rubber was porous. -connecting part of the bending section and insertion tube was buckled and kinked. -the body control unit was damaged. -air/water and the suction cylinder were worn out and had corrosion. -all ports of air/water, suction, ground, and auxiliary channels were damaged, wear and tear. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
As a result of microbiological testing by the user facility, the following microbes were detected from the sample collected from the device. -stenotrophomonas maltophilia -acinetobacter baumannii complex -sphingomonas paucimobilis the user sterilized the device in ethylene oxide and used the device. At the next time of microbiological testing, serratia fonticola was detected from the sample collected from the device. The user commented that the device had an infiltration problem and had a worn sheath. The device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco ew1, using peracetic acid. There was no report of infection associated with this report.